Manufacturer narrative:
It was reported that a nellcor maxn spo2 sensor, manufactured by medtronic/covidien, was on a patient that was connected to nihon kohden's bsm (bedside monitor). Information provided indicates the pulse oximeter had alarmed intermittently. However, during vital sign rounds, the sensor was noted to be off the patient but the monitor was posting with normal limit readings. It was reported that the patient had expired. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Note, this was also reported by medtronic/covidien under manufacturer report number 2936999-2015-00806. (B)(4).

Event description:
It was reported that a nellcor maxn spo2 sensor, manufactured by medtronic, was on a patient that was connected to nihon kohden's bsm (bedside monitor). Information provided indicates the pulse oximeter had alarmed intermittently. However, during vital sign rounds, the sensor was noted to be off the patient but the monitor was posting with normal limit readings. It was reported that the patient had expired.

Manufacturer narrative:
Device available for evaluation. Device evaluated by manufacturer. It was reported that a nellcor maxn spo2 sensor, manufactured by medtronic, was on a patient that was connected to nihon kohden's bsm (bedside monitor). Information provided indicates the pulse oximeter had alarmed intermittently. However, during vital sign rounds, the sensor was noted to be off the patient but the monitor was posting with normal limit readings. It was reported that the patient had expired. The device was never sent in for evaluation as the problem was not with the device, but the fact that it was not correctly put on the patient's finger. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.